Event description:
A malfunction alarm occurred, displaying a specific malfunction code. The customer's blood glucose level exceeded 500 mg/dl, with the device displaying "high." To address the elevated levels, the customer administered a corrective injection manually and did not require third-party assistance. Technical support provided guidance on resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and contact support if the issue arises again.